Event description:
It was reported via a post marketing study in (B)(6), that the patient had a baerveldt shunt implant (B)(6) 2012. The doctor observed an insufficient covering of the scleral flap. At the 1 month post operative visit, (B)(6), the tube (hoffmann elbow part) was exposed. Treatment included conjunctiva suturing and the patient recovered from the event on the same day. On (B)(6), the tube was exposed again. On (B)(6), self scleral and the conjunctive free flap were grafted. On (B)(6), the event resolved. On (B)(6) 2012, the exposure was again observed. Preserved corneoscleral and conjunctive free flap were transplanted. On (B)(6), (2013), the tube was exposed again. The doctor reported that there was no patient injury, just exposure which was indicated as non serious. On (B)(6), preserved scleral and the free conjunctiva flap were patched. On (B)(6) 2013, the patient recovered from the event. The patient''s gender and age were not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information about the patient was received. A total of 5 additional exposures were observed. The doctor evaluated no patient injury and non-serious event for all events and attributed the events to the patient's condition of conjunctiva since the patient had a history of 6 trabeclectomies and a cataract surgery. On (B)(6) 2013, hoffmann elbow was exposed again. On (B)(6) 2013, preserved corneoscleral flap and conjunctive free flap was transplanted. On (B)(6) 2013, the patient recovered from the event. On (B)(6) 2014, hoffmann elbow was exposed again. On (B)(6) 2014, preserved corneoscleral flap was grafted. On the same day, the patient recovered from the event. On (B)(6) 2014, hoffmann elbow was exposed again. On (B)(6), preserved corneoscleral flap was transplanted. On the same day, the patient recovered from the event. On (B)(6) 2014, hoffmann elbow was exposed again. On (B)(6), conjunctive free flap was transplanted. On the same day, the patient recovered from the event. On (B)(6) 2014, hoffmann elbow was exposed again. On (B)(6), hoffman elbow and tube were removed and scleral wound and conjunctiva were sutured. On the same day, the patient recovered from the event. Since this 3-year visit is the last phase of the study, no more information would be available. Best corrected visual acuity (bcva) stays the same as pre-op bcva and intraocular pressure (iop) have been stable as there was no associated patient injury. Manufacturing records were reviewed and the shunt was manufactured according to specification. All acceptance criteria for all tests performed were within all specifications. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Reason for non evaluation: to date, the baerveldt shunt remains implanted. All pertinent information available to abbott medical optics has been submitted.